Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a display anomaly. The insulin pump had a line across the screen. She could not see the complete screen. Customer's blood glucose level was not reported. After troubleshooting the display did not return to normal. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with missing segment/horizontal clear line across of lcd glass due to cracked zebra connector on lcd board. No unexpected audio/beep or vibrator anomaly noted during testing. The device had minor scratches on the display window, cracked case at display window corners, and cracked reservoir tube lip.